Event description:
After successfully placing the stent across the neck of the vertebral artery aneurysm, the physician was unable to access the aneurysm with the microcatheter. The physician believes that the "stent may have been herniating into the aneurysm". A second stent was placed within the first stent without issue but the physician was still unable to access the aneurysm with the microcatheter. The procedure was stopped and the patient is reported to have suffered no injury as a result of this event and is recovering well.

Manufacturer narrative:
Other for stent protrusion.